Manufacturer narrative:
Initial reporter is unknown. No information has been provided to date. A device history record review could not be performed because a serial number was not provided by the customer. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a pump was alarming and the screen read check for empty tubing or reservoir. The patient said they had this alarm four times since the pump was placed today. The patient was instructed to acknowledge the alarm and then to start the pump. The screen read running reservoir empty in 90 hours and 46 minutes. The reservoir volume was 136.2 milliliters and the green light was flashing. The pump began to alarm with the same alarm. The patient was instructed to turn the pump off, close the clamp on the tubing and to remove the cassette. Bubbles were observed in the tubing that extends across the top of the cassette. The tubing was massaged, the cassette was reattached and the clamp was opened. The pump was started and began to alarm remove and reattach the cassette. The patient's husband removed and reattached the cassette. They were instructed to open the battery door instead and then to close the battery door and to start the pump. The screen read remove and reattach the cassette. Three more attempts to start the pump were done. The pump alarmed remove and reattach the cassette each time. The alarm was unable to be resolved. The patient was instructed to remove the batteries from the pump and to close the clamp closest to her port. The patient was given the contact number and instructed to call. The patient verbalized understanding. No patient injury was reported.